Manufacturer narrative:
This is a known issue which has been previously investigated and reported. Delivery of a rapid arc plan as a dynamic arc at the 4ditc, shows a suboptimal dose distribution that could result in loss of tumor control and/or higher than intended doses to other critical tissues. Dose differences greater than 15% could occur using the v8.6/v8.8 algorithm. It is clear that 4ditc 8.6 and 8.8 identify as rapidarc if the dose rate difference between any consecutive control points are greater than defined tolerance, where as in 4ditc 10, it checks the difference between minimum dose rate and maximum dose rate; if the difference is greater than the defined tolerance, it is then identified as rapidarc. The issue affects only eclipse v 8.5 or third party ra plans treated using 4ditc 8.6/8.8. No injuries have been reported to date. The customer was upgraded to version 10. A CAPA has been initiated to address this issue. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No follow-up reports are anticipated.

Event description:
Rapid arc plan interpreted as conformal arc at 4ditc. The customer reported that a vmat plan was sent via dicom from d3 and imported into their system. The customer noticed during qa at the 4ditc, that the vmat fields did not have the "r" icon associated with them. The customer called the varian help desk and the mlc properties were reviewed; both fields did have dose rate modulation. When asked, the customer stated that his qa had passed his clinical criteria. At the time, it was recommended by the helpdesk that he not treat the fields and to request d3 to re-plan this for them. The customer went back to d3 and did request this, however, d3 stated that it was ok to treat the plan as is and the customer did so for two fractions. In a follow up call by the varian help desk, it was conveyed to the customer that the error between delivery and calculated dose should be small and that proper qa would identify if errors were larger than tolerable amounts and the customer was satisfied with this explanation. There was no report of serious injury as a result of this event.